Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the patient outcome could not be determined. Moreover, the reported low flow alarms could not be confirmed because no log file data from the time of the reported event is available. It was reported that the patient expired due to unknown causes. An autopsy was not performed; the device was not explanted following the patient¿s expiration and is not available for investigation. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found unresponsive and the lvad system was producing low flow alarms. The patient was taken to the emergency department and expired due to an unknown cause around 0100 on (B)(6) 2018. No additional information was provided.